Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0212537484, implanted: (B)(6) 2017, explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 12-dec-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown baclofen (1000 mcg at 110.04398 mcg/day) via an implantable pump for unknown indications for use. It was reported that during replacement of pump it was not possible to do a side port aspiratation, therefore they had to replace the catheter during surgery. A kink was noted.